Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2009. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is ( I did not receive this form my doctor); my model number is (nor was I given this one) if you know it. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on ((B)(6) 2009). This is a list of my side effects and symptoms that I have experienced due to essure.(lots of food allergies, ibs, pelvic pain,weight gain). I have/ been seen by (at least 10) of doctors. I have been diagnosed with the following conditions (food allergies, ibs, ) I have had the following surgeries due to essure (partial hysterectomy). The devices has been removed ((B)(6) 2014). The device was not returned to the manufacturer. The devices in my possession (no).